Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the patient received an ¿urgent low soon¿ alert from her cgm, indicating a glucose level of 58 mg/dl with downward trend arrows. The patient did not perform a blood glucose fingerstick (bgfs) at that time and continued eating throughout the day in response to the persistent low alerts and intermittent sensor issues. Despite the alerts, she reported no symptoms of hypoglycemia. At approximately 3:00 p.m., the patient performed a bgfs, which showed a reading greater than 600 mg/dl, while the cgm continued to display ¿low.¿ the patient did not administer insulin and instead contacted a friend, who drove her to the emergency room. At the ER, a blood test revealed a glucose level of 800 mg/dl. The patient could not recall the cgm reading at that time. She was administered IV fluids (contents unknown) and reported experiencing thirst and frequent urination following the IV administration. She was discharged before midnight with a bg reading of 600 mg/dl. At approximately 1:00 a.m. On (B)(6) 2025, after returning home, the patient performed another bgfs, which showed a reading of 191 mg/dl. By this time, the sensor had failed. At the time of the report, the patient stated she was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.